Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely, the image issue was caused by a faulty cable. However, the specific cause of the faulty cable was not established at this time. The occurrence of the reported problem can be prevented, by adhering to the instructions for use (IFU), which states the following: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable. Which, could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the olympus camera head cable broke. The device was returned for evaluation; during testing the device stopped relaying the image and the visual field was lost. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
E1 and e2- no hospital contact information was provided due to local regulation. H10: the device was returned for evaluation. The reported issue (broken cable) could be confirmed during examination. Testing showed the image problem may have occurred due to the cable problem. In addition, the cable did not pass the water-tightness test. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.